Event description:
Reporter alleged the customer fell because of hypoglycemia and family members couldn't obtain a blood glucose reading due to an error message on the compact plus system. Reporter stated that she treated the customer with soda and licorice. No other actions were reported taken or treatment received. A request was made for return of the suspect device and replacement product was sent.